Event description:
It was reported that a red substance was seen on the attachment when being taken out of the box. The attachment had never been used. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer for evaluation. According to the investigation details, was a slight amount or lubricant found on drive shaft.